Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 41 mg/dl; cause was not known. Prior to the low bg level, the customer delivered a 7-unit bolus to cover for a meal consumed. After consuming the meal, the low bg was experienced and the customer¿s mother provided a glucose vial to address the low bg; despite the glucose vial, the customer experienced seizures which resulted in a fall and fracture on the shoulder. The customer was then transported via ambulance to the emergency room. While in the ambulance an additional glucose vial was given as treatment. The doctor changed basal pump settings and the infusion set; customer resumed insulin delivery. The patient was released the same day in stable condition with the issue resolved and no permanent damage sustained. System check confirmed the pump was functioning as intended. Additionally, no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin.